Manufacturer narrative:
D10: concomitant products: unk dy, dialysis unknown (lot#:unknown), unk dy, dialysis unknown (lot#:unknown) (B)(6): bacteremia and mortality among patients with nontunneled and tunneled catheters for hemodialysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reported a retrospective cohort study of catheters inserted between january 2011 and december 2020 evaluated the bacteremia and catheter dysfunction rates for non-tunneled and tunneled hemodialysis catheters. The nontunneled catheters used were competitor devices. Tunneled catheter models were 3 competitor¿s catheters, and 1 from our own catheter. A total of 248 tunneled catheter were placed. The authors do not report the exact number of deaths in the tunneled catheter group. However, they stated a ninety-day survival rate of 96.8% indicating there were possibility patient deaths that occurred in this study group. No information was provided as to the interventions required. Furthermore, the authors stated that there was a lack of information including causes of death and lack of information about catheter type indication. Bacteremia and mortality among patients with nontunneled and tunneled catheters for hemodialysis: hindawi international journal of nephrology volume 2024, article ID 3292667.